Manufacturer narrative:
Development of irritation due to the adhesive patches at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
It was reported that the user experienced skin irritation from the clear adhesive patches. The users symptoms included itchiness, rash, redness, and a blister, which began approximately one week after sensor insertion. The healthcare provider is aware of the issue and prescribed benadryl. Despite the symptoms, the sensor was not removed, though the user planned to pause system use briefly to allow the skin to recover. The user was advised to monitor glucose levels with a backup meter and follow up with their healthcare provider. The system remains in use with current information.